Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead of this pacemaker exhibited an automatic safety switch from bipolar to unipolar pacing due to high out of range pacing impedance measurements greater than 3000 ohms. Technical services (ts) was consulted and determined there was ventricular loss of capture (loc) on stored signal artifact monitor (sam) events, and noise oversensing resulting in greater than 2 seconds of pacing inhibition on stored non-sustained ventricular tachycardia (nsvt) episodes. The bipolar impedance was consistently over 300 ohms with pocket manipulations, and unipolar noise was not seen when sensitivity programmed to 10 mv. Ts noted it was the doctor's discretion whether to revise the lead versus keep current reprogramming. Ts also suggested considering turning on nsvt alerts. This rv lead remains in service. No adverse patient effects were reported.